Event description:
It was reported that a caregiver contacted support about persistent high blood glucose while the user was on ilet therapy, observed via the companion app, after two recent infusion set and supply changes and a recent meal announcement. The caregiver instructed the user to take 5 units of insulin by pen while keeping the ilet connected, and the agent advised disconnecting the ilet to avoid insulin stacking, which the caregiver declined. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to administering external insulin while connected to the ilet, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.